Event description:
Customer reportedly rec'd blood glucose results of 189 mg/dl and 92 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.